Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 7/16/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. It was reported that the patient experienced a skin reaction with redness and pus at the insertion site which occurred after the sensor had been inserted in the arm. According to the report, the patient noticed that there was liquid leaking from his sensor and when he removed it, he saw that there was pus leaking out from the needle puncture of his sensor. He went to the emergency department (ed) accompanied by family. The ed just cleaned the pus and prescribed bacitracin ointment to apply when he dressed the area with pus. The patient was also given antibiotics, cefadroxil, 500 mg, which he takes twice a day(one in the morning and one in the evening). The patient went home the same day and said that the pus was already dried out two days prior to the call and there was just redness left. There was no documentation of further medical evaluation or intervention. No photo was provided for review. No other details were documented. At the time of contact, it was indicated that the patient was fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code problem code: e2010 (needle stick/puncture). B5 describe event or problem - additional information. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - correction/additional information. H10 corrected data. H11 additional narrative - correction to h6 codes, h6 codes: health effect - clinical code problem code: e2010 (needle stick/puncture).

Event description:
Subsequent to the initial MDR, a correction is required.